Event description:
It was reported that the patient with this implantable pacemaker experienced chest pain. During a test, the anesthesiologist told the patient that the upper lead and pacemaker were broken. The patient later spoke with the electrophysiologist (ep), who stated that the pain was not due to the pacemaker or a heart problem. The patient had a heart valve problem with pacemaker. The pacemaker was out of the pocket. Apparently, the pacemaker was turned off. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This report is being submitted to correct the impact codes field (f10) in section f, for use by uf/importer and impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this implantable pacemaker experienced chest pain. During a test, the anesthesiologist told the patient that the upper lead and pacemaker were broken. The patient later spoke with the electrophysiologist (ep), who stated that the pain was not due to the pacemaker or a heart problem. The patient had a heart valve problem with pacemaker. The pacemaker was out of the pocket. Apparently, the pacemaker was turned off. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being submitted to correct the impact codes field (f10) in section f, for use by uf/importer and impact codes field (h6) in section h, device manufacturers only.

Event description:
It was reported that the patient with this implantable pacemaker experienced chest pain. During a test, the anesthesiologist told the patient that the upper lead and pacemaker were broken. The patient later spoke with the electrophysiologist (ep), who stated that the pain was not due to the pacemaker or a heart problem. The patient had a heart valve problem with pacemaker. The pacemaker was out of the pocket. Apparently, the pacemaker was turned off. No additional adverse patient effects were reported.